Event description:
It was reported that the patient needed a pocket revision as coupling was not optimal due to pocket depth. After the revision, the orientation needed to be reset. After this was done, the patient had excellent results with optimal coupling.

Manufacturer narrative:
Lead model 39286-30, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; recharger model 37754, serial #(B)(4); programmer model 37744, serial # (B)(4); extension model 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; extension model 3708140, serial # (B)(4); implanted: (B)(6) 2012, explanted: na.